Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing infusion supplies when insulin was low following breakfast, with glucose rising to approximately 390 mg/dl and trending from increasing to steady; the user later disclosed they had treated an earlier low without a fingerstick and consumed unannounced carbohydrates including orange juice, an oatmeal cookie, and crackers, while the ilet worked to bring glucose down. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education regarding confirmation of hypoglycemia with a fingerstick and carbohydrate announcement. Investigation included user interview and review of use patterns. Investigation of this case revealed that the hyperglycemia was consistent with unannounced carbohydrate intake and recent infusion set change without evidence of device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to user management factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.